Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 122 mg/dl. The customer reported having low blood glucose levels in the past six months. No exact blood glucose levels were reported. The customer would like to participate in the voluntary recall of the insulin pump. Medtronic has informed customers of the potential to deliver insulin through accidental button pushing through a safety notification letter thus the voluntary recall. No additional information was provided.